Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed self-test. Customer blood glucose reading 290 mg/dl. Troubleshooting was performed. Customer was not able to rewind. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with motor arm failed self-test alarm during self test, problem isolated to rf board.